Manufacturer narrative:
Based upon the findings of the investigation, it was determined that the incorrectly installed tube nut contributed to insufficient delivery of insulin. The tube nut is only partially threaded on the inside so the observed backward orientation resulted in the lead screw to be unable to make contact with the tube nut threads. This would allow the ratchet gear to still rotate but the plunger would be unable to move the insulin.the omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached 392 mg/dl after wearing the pod between 4 and 24 hours. She noted that although the cannula deployed, the insertion wasn't as intense as usual. Insulin history is as follows:(B)(6).